Event description:
The manufacturer received information alleging an issue related to a bipap device's sound abatement foam. The patient alleged visualization of black particle in airway from device. There is no allegation of serious or permanent harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
Additional information was received on mar 13, 2024 and section b5 should be reported as: the manufacturer previously received information alleging an issue related to a bipap device's sound abatement foam. The patient alleged visualization of black particle in airway from device. There is no allegation of serious or permanent harm or injury. The device was returned to the manufacturer's quality product investigation laboratory for investigation. The manufacturer inspected externally and internally, observed dust/dirt contamination on top and bottom enclosures, ui panel, rear panel, sd cover flip door, control dial, keypad, pca, blower, blower box, blower outlet seal, p4 power connector, dc jack color insert. Missing accessory module flip door. An unknown contaminate was observed inside the top and bottom enclosures, inside the rear panel. Manufacturer observed an insect inside the blower box. A contaminate consistent with keratin was observed on the blower box. The manufacturer used a fitt (foam integrity test tool) and was not able to confirm the presence of degraded sound abatement foam. The device's downloaded logs were reviewed by the manufacturer. There were no errors found. The manufacturer concludes that there was unable to directly address the symptoms outlined in complaint, they did observe dust/ dirt contamination in the likely from a source external to the device. Sections d8, d9, h2, h3, h6 has been updated in this report.